Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
The customer reported that "a patient claimed that their total hip replacement broke in 2 places 9-10 days after procedure without any injury or fall". Patient presenting with pain. Update from sales rep suggests the 'fractures' mentioned probably refer to the femoral bone and not the accolade 2 stem."